Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2366-50 ,serial #: (B)(4), description: linear 3-6 lead, 50 cm.

Event description:
A report was received that the patient had increased hip and leg pain. The patient will undergo a revision procedure wherein the pocket will be revised and the leads will be removed.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was revised and the leads were replaced. It was confirmed that hip and leg pain were non-device related. Device malfunction was not suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had increased hip and leg pain. The patient will undergo a revision procedure wherein the pocket will be revised and the leads will be removed.